Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one distal prong broke off while putting in a locking screw. All pieces were recovered and another driver was available to use. No delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.